Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with svc syndrome with symptoms of swelling of the neck and head. The physician decided to extract both the endocardial atrial and ventricular leads that may be contributing to the occlusion of the svc. Images showed the occlusion was at the connection of the subclavian vein and the svc. The leads were successfully extracted, and there were no intraoperative complications during the procedure.